Event description:
It was reported to philips that the device doe not pass functional test. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed. The investigation found the reported defect, we proceed with nibp calibration and check of operation. Functional test was carried out with a positive outcome. At the time of the intervention there are no further fcos that are applicable. Upon conclusion of the evaluation, it was determined that this was a malfunction of the nibp calibration. The fse carried out nibp calibration to resolve the reported problem. The device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device doe not pass the functional test. There was no patient involvement.